Event description:
The catheter broke again 3 weeks after being inserted by the family doctor. Additional information: catheter was changed at the doctor's office. The break point is at the part for the blockage arm or the y. It is unknown if tensile force was applied to the device; the patient noticed it after getting up in the morning. The catheter slipped out of the urethra as a result of the breakage. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. The broken funnel was returned for investigation. It was reported that the catheter broke again 3 weeks after being inserted by the family doctor. Visual examination on the returned part observed that the funnel area has broken into two. Review on part revealed same cutting edges and matched with each other which suggesting that the part was initially well attached. Furthermore, it was mentioned by the complainant that this failure occurred after 3 weeks of use which demonstrated that the catheter originally functioned as per intended. Both broken parts were examined under magnification lens to analyze the damaged area and the edges. Based on observation, the edges were jagged and had excessive material at both sides indicated that there was external force applied which caused the funnel to break. Broken funnel may happen due to various reasons such as the catheter funnel was in contact with sharp or pointed object, or excessive force applied at the funnel end which rendered the part to be detached or broke. Excessive force applied during connecting or removing the urine bag connector could also result in broken or damaged funnel. In current standard operating procedure, the product will undergo several stages of inspection. Water leak test will be performed after funnel injection molding process as per spm-a51-002. Defective catheter with any sign of torn will be detected and culled out during this process. Final 100% visual inspection and leak test will be also conducted on the catheter according to spm-a52-004 and product will be released upon passing this inspection. Based on the investigation conducted on the returned funnel parts, it was observed that both edges were jagged and had excessive material indicated that there was external force applied which rendered the funnel to break. Furthermore, it was mentioned by the complainant that this failure occurred after 3 weeks of use which demonstrated that the catheter originally functioned as per intended. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The catheter broke again 3 weeks after being inserted by the family doctor. Additional information: catheter was changed at the doctor's office. The break point is at the part for the blockage arm or the y. It is unknown if tensile force was applied to the device; the patient noticed it after getting up in the morning. The catheter slipped out of the urethra as a result of the breakage. There was no patient injury.